Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote transmission sent by the patient revealed elevated bipolar thresholds for the right ventricular lead. Diagnostic imaging showed no noticeable change in lead position, and no change in lead impedance was noted. The lead was reprogrammed for unipolar pacing. Later, the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.